Event description:
In response to a survey of charlie users the surgeon reported the need for post-op surgical interventon in two cases (see also MDR 1526439-2005-00256). The area sales representative who was unaware of the event was asked to follow up on this information. Little information was provided, however the rep did confirm that the patient had the charite disc explanted and the patient was fused. As surgical intervention occurred, an MDR is being filed to document this event.